Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 20-aug-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked below the bumper pad. No moisture/corrosion as found in the battery compartment. The battery cap was not returned. The test battery cap was able to fully attach to the pump, and successfully completed 24 hour testing. No power on reset events were duplicated. The leak test failed due to a battery compartment leak. The pump cover was removed to find no evidence of internal moisture on the printed circuit board or internal components. No damage to the power circuit board was found.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.